Event description:
"It was reported that a patient has intractable back and leg symptoms and has failed conservative therapy. Patient presented with a preoperative diagnosis of spondylolisthesis with spinal stenosis. The patient underwent posterior spinal fusion l3-l5; 2. Posterior spinal instrumentation l3-l5; 3. Local bone graft with rhbmp-2/acs. Per the op notes, local bone graft and rhbmp-2/acs was packed around the posterior lateral gutters into the facets. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.